Event description:
Staff were transferring from bed to chair and during transfer, the sling tore apart and resident fell to floor. She was assessed on the floor and then lifted to the bed. Please refer MFR report # 9681684-2013-00091.